Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported capsular contracture, baker grade unknown. Patient reported "a lump in the right breast. In 2017, the lump was much bigger. The surgeon ordered an ultra sound, and there was a lot of scar tissue. They experiences dizziness and shortness of breath that "came out of nowhere". Their right breast is not consistent. It swells up. If they puts on a sports bra, it goes down for a while. If they use a lot of strength, it swells and is tender. If touched, it feels like there is a fluid pocket. They saw a different surgeon (B)(6) 2019 who stated again that there was a fold in the implant." Device was explanted.